Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet required daily charging and was suspected to have a charging issue; troubleshooting included advising the patient to try a different wall outlet and providing a replacement charger, after which the patient reported receipt and ongoing monitoring, with blood glucose reportedly around 140 mg/dl and no alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included no impact on healthcare utilization or daily activities. Investigation included device history review through customer interview and technical troubleshooting. Investigation of this case revealed that the issue was consistent with a charger or power source problem rather than impaired therapy delivery. It was concluded that the event was non-serious, associated with a device power/charging accessory issue, and mitigated through replacement of the charger.